Manufacturer narrative:
Ten males and 14 females, aged 37 to 72 years, mean 54. 5 years. Patient ids and weights were unavailable. No UDI as this product is no longer manufactured. No allegation of a medtronic product problem causing or contributing to the reported patient complications. No requests for service have been received from this site regarding the reported events. No parts, systems, or instruments have been repaired, replaced, or returned regarding these events. No allegation of malfunction.

Event description:
Medtronic medical writer, clinical affairs, reviewed the attached article entitled, utility of neuronavigation systems in microscopic surgery of deep intracranial tumors, liu et al. The article is in chinese. Relevant information summarized below: authors: liu s, zhang q, zhang l, chen x, xia h, sun t. Title: utility of neuronavigation systems in microscopic surgery of deep intracranial tumors, journal shandong medical journal, year/volume/pages 2012 vol 52(26) pgs 49-50, article number: 1002-266x( 2012) 26-0049-02. Site name: general hospital of ningxia medical university. Site location: yong'an alley, xingqing qu, yinchuan shi, ningxia huizuzizhiqu, china, 750000, patients: 24 patients, indication: resection of brain tumors, devices used: stealthstation. The accurate rate of finding the lesion with neural navigation system was 100%. The localization of intracranial tumor and its surrounding anatomy was accurate and the technical error was 1. 5 mm. Of the 24 cases of deep brain tumor, 18 cases were subtotal resection, 3 cases were subtotal resection, 2 cases were subtotal resection, 1 case was explored. One patient, after resection of pituitary adenoma, had lower visual acuity in both eyes. There was no discussion of root cause and no allegation that this event was related to use of stealthstation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation trial system.